Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was poor barrier separation of sample and hemolysis. The following information was provided by the initial reporter. The customer stated: "the incident of fibrin has happened again this week, with a lower temperature. There was no impact to the patient or health care professional."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/17/2021. H.6. Investigation: bd received 100 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin and hemolysis was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin and hemolysis was not observed. 180 samples were visually evaluated and no defects were found with the retain product. The 100 samples received from the customer were not used and they were visually inspected. All visual requirements according vs50007 were met and no indication of possible failures were found. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure modes fibrin and hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin and hemolysis from the photo only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was poor barrier separation of sample and hemolysis. The following information was provided by the initial reporter. The customer stated: "the incident of fibrin has happened again this week, with a lower temperature. There was no impact to the patient or health care professional.".